Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-may-2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of short battery life. The alarm history showed multiple call service 128 (replace battery) and 177 (low battery) alarms due to normal battery wear. During investigation, the battery compartment was found to be cracked at the case seal. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues.  The pump successfully completed the 24 hour duration test without any power or reset issues. The pump¿s electrical draws were tested and found to be within required specifications. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a battery life issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged the battery compartment was damaged. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.